Event description:
It was reported that during implant noise was seen on the atrial lead upon placing the device in the pocket. Therefore the atrial lead was repositioned in the header multiple times and via the analyzer the atrial lead was stable. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.